Event description:
Arrive clinical study # 022-002 it was reported that

Manufacturer narrative:
The stent remains in the pt and the delivery deivce has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.